Event description:
It was reported that there were high impedances with electrodes 5-7, specific values were not specified. The diagnostic testing and troubleshooting performed were impedance testing and x-rays. When reconnecting the lead, the physician noticed that the screw on the stimulator was loose. After tightening the screw, everything worked perfectly okay. The product issue was resolved. No patient symptoms or complications were associated with this event. All the products were still implanted and everything works perfect. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
(B)(4).